Manufacturer narrative:
A ge representative evaluated the system and replaced the frame grabber board. The system operates as intended.

Event description:
It was reported that the system would not display an image. No pt injury was reported.